Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was dented. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. A "dent" was not observed on the lens. A small light imperfection was observed on the lens which may have been interpreted as the reported "dent¿. This slight imperfection would meet current release criteria. Product history records were reviewed and the documentation indicated the product met release criteria. The reported dent was not observed. An imperfection was observed which may have been interpreted as the reported complaint. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. However, the observed imperfection would meet current release criteria. The manufacturer internal reference number is: (B)(4).